Event description:
The catheter had electrical artifact on the monitoring system during the procedure. A new cable was opened, and the problem persisted. The catheter was then replaced and the electrical interference resolved. No harm came to the patient.